Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the faulty heat torch. The cse formed 100 cuvettes successfully. A siemens headquarters support center (hsc) evaluated the event. Hsc stated the heat torch may get stuck in a position where it overheats and "burns up". The smell that was noticed was a result of the heating element in the heat torch overheating. This is a ul listed analyzer, meaning the materials involved in this matter of the heat torch will not lead to an open flame. The cause of the delay was due to a heat torch malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument contacted the siemens customer care center (ccc). The customer reported a communication error along with other errors were obtained on the instrument. The customer indicated that a burning smell emanated from the instrument, but no smoke or fire had been observed. Ccc instructed the customer to perform a controlled shutdown and reboot and check the cuvette formation assembly. During troubleshooting with ccc, it was discovered that the heat torch malfunctioned. The customer did not want to replace the heat torch and requested for service to be dispatched. The customer reported a two and half hour delay in testing patient samples due to the instrument being down. The customer resumed testing after service was performed. There are no known reports of patient intervention or adverse health consequences due to the delay in testing.